Event description:
During review of the in-house programming/diagnostic history database, it was observed that high impedance was observed on (B)(6) 2011. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance reading. It is unknown if surgery has been performed. The device was not on at the time the high impedance was observed. No other programming history was available in the database. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.